Event description:
Customer reports to have received a battery out limit and was not able to clear or give herself an easy bolus due to act and esc buttons not responding. Customer's blood glucose was 333 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Battery out limit was not verified due to button/keypad anomaly. The device had cracked case at display window corners, reservoir tube lip, minor scratched display window, and missing end cap sticker.